Event description:
The product complaint report shows the customer alleged the loss-of-power alarm failed to activate while the unit was undergoing service. The customer's biomedical technician, removed and replaced the power switch utility harness and batteries. It was not verified by the co that the unit's alarm failed to activate, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.